Event description:
It was reported that balloon rupture occurred. The chronically totally occluded target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm / 2.0cm / 135cm peripheral coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 12 atmospheres for 10 seconds. The device was removed without any problem and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.